Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens -9.0/2.0/087(sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged with a same length lens that was implanted in vertical position due to excessive vault. The exchange resolved the problem. Cause of event unknown.

Manufacturer narrative:
H6: device evaluation: lens was returned dry with residue/debris on product in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).